Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed, as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe, as it is not related to the device. No other observations observed.

Event description:
Physician reported, left side device rupture. And capsular contracture, baker grade unknown. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Cont e1 phone number-(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side device rupture. The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; b.3; b.5; d.6b; d.9; h.3; h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side device rupture. Healthcare professional later reported capsular fibrosis, baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side device rupture. Healthcare professional later reported capsular fibrosis. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b3, b5, d6a, d6b, h6.